Event description:
It was reported that during an attempted implant, the physician attached the fixation tool to the right ventricular (rv) lead and ensured that the stylet was inserted into the rv lead and proceeded as indicated. After rotating the tool clockwise approximately 10-14 times, it was noted that the helix of the rv lead was not fully extended under fluoroscopy. The physician attempted to rotate the fixation tool another 5-8 rotations, to no avail. The physician attempted to rotate the fixation tool counterclockwise 15 rotations, followed by rotating the tool clockwise 15 rotations. The helix of the rv lead would still not extend. In addition, it was noted that the tip of the lead was slightly bent upward. The physician elected to remove the rv lead and replaced with a new lead successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead had an out of specification analysis result for extension/retraction due to over-retraction. The distal lv (low voltage) electrode of the lead was covered in blood. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).